Event description:
It was reported that on (B)(6) 2011 the loop recorder was interrogated and displayed an error message -the device in in backup vvi mode-. On (B)(6) 2011, the device exhibited backup operation and was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the battery voltage would temporarily drop which caused the device to go into backup operation. This was due to a battery anomaly.